Event description:
It was reported that this patient with a 23mm pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of six (6) years, eight (8) months due to severe aortic stenosis. The tavr procedure was performed with a 23mm edwards transcatheter valve with good result. Post valve deployment echocardiography demonstrated no evidence of paravalvular leak and good positioning of the valve. There were no complications noted. The patient was discharged home on pod #3 in stable condition. There was no allegation of device malfunction.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 23mm pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of six (6) years, eight (8) months due to aortic stenosis. The tavr procedure was performed with a 23mm edwards transcatheter valve with good result. There was no allegation of device malfunction.